Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain /severe pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy((bilateral removal of fallopian tubes)). Essure was removed in 2011. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia had not resolved and the vaginal haemorrhage, migraine, nausea, dysmenorrhoea, fatigue, weight increased, abdominal distension, hormone level abnormal and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2020: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case-(B)(4). New reporter was added. Event- weight loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain /severe pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea cramping"), fatigue ("fatigue,") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes). Essure was removed in 2011. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia had not resolved and the vaginal haemorrhage, migraine, nausea, dysmenorrhoea, fatigue, weight increased, abdominal distension, hormone level abnormal and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Current weight 110 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain /severe pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy((bilateral removal of fallopian tubes)). Essure was removed in 2011. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and dyspareunia had not resolved and the vaginal haemorrhage, migraine, nausea, dysmenorrhoea, fatigue, weight increased, abdominal distension and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she never experienced any of the reported events prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms current weight (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-oct-2019: plaintiff fact sheet received. New reporter added. Case category changed to incident. New event abnormal bleeding (vaginal), migraines / headaches, nausea, dysmenorrhea (cramping), hormonal changes, fatigue, weight gain and gastrointestinal or digestive system condition type: bloating were added. Concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.